Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer had removed insulin from the cartridge. Technical support educated customer not to remove insulin from the cartridge. Reportedly, the customer reverted to an alternate method of insulin therapy.